Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device exhibited a battery depletion (bd) error on latitude. Remote analysis confirmed that the error was a result of prolonged magnet application which occurred back in april. The battery voltage is recovering, and the bd code can be cleared. The device will continue to produce tones until interrogated by a programmer. The clinic will bring the patient in for a follow-up. There were no adverse patient affects. The device remains implanted.